Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va1b0zc, implanted: (B)(6) 2016, product type lead.

Event description:
A consumer reported that a patient was having "extreme pain" on the incision area and groin area since the device was implanted. They wanted to know if they did something wrong because the settings were the same as it was after the procedure. They contacted their healthcare provider (hcp) and they told the patient to decrease stimulation because the patient should not have pain. During the report, settings were on program 1 at 1.2v and the consumer decreased stimulation to .2v and therapy was off. It was reviewed to turn the therapy on. The consumer would contact the hcp office. The consumer further reported the patient was having burning sensation and pain. They turned the therapy off and the patient would have a return of symptoms, they would turn the therapy on for half an hour to help with the symptoms and burning and pain return. Pain and burning were on the area where the wire was located. On (B)(6) 2016, the consumer further reported the patient was implanted for one week and had a burning sensation at the site the transmitter and at the site of the wire. The setting was at 1.2 and they needed to be on a strong painkiller to stop the pain. They turned stimulation down to .8 and the next day they continued to have the same burning pain. They turned it down to .2 and still the same pain. They eventually turned it off. It was noted that the patient has a history of not accepting anything foreign inserted under their skin. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.